Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that at levels l3-l5, there were registration issues that occurred and the 3define camera was not working. The surgical team proceeded with a generic work volume but was initially unable to pass registration. After retaking the shots, yellow values were obtained on l3 and l4, while l5 values remained red. The trajectory was set to right l3, which was reported to look good, but the trajectories on left l3 and both sides of l4 were reported to not look good. A medtronic navigation and imaging system were used to proceed with the case, resulting in a 15-minute surgical delay. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the case was open and the surgeon could see where the initial dilator was interacting with the spine. The surgeon did not like the trajectory and felt like it was not accurate. The registration type was CT-fluoro.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended and no issues were found. Codes b01, c19, and d14 are applicable. H6) multiple annex a codes were applied to capture this event. A0908 captures the inaccurate trajectory while a23 captures the registration issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the trajectory was inaccurate by less than 3.5mm.

Manufacturer narrative:
A1, a2, a3, a4, b5, additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.